Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gravida ii, endometriosis, pelvic pain female, smoker, surgery (cesarean section x2 in 2010 tonsillectomy in 2002), human papilloma virus infection, streptococcal infection (group b streptococcus infection with previous pregnancy), depression, anemia, pap smear abnormal, drug allergy (latex - hives penicillin ¿ yeast infection) and overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1640 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2016 from (B)(6) 2016. Her anterior cul-de-sac was normal. Right ovary and tube were normal. Left ovary and tube were also normal. She did have what appears to be studding of peritoneal fat deposit in the posterior cul-de-sac, has 1 area in the right lower portion of the cul-de-sac there appears to be burnt-out endometriotic implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.251 kg/sqm. [Pathology test] on (B)(6) 2016: surgical pathology report: final diagnosis: peritoneum, pelvic, biopsy: fibroadipose tissue with focal involvement by endometrial-type glands and stroma, consistent with endometriosis. Pre and post operative diagnosis: pelvic pain, dysmenorrhea, dyspareunia; on (B)(6) 2017: surgical pathology report: final diagnosis: a. Uterus, cervix, and bilateral fallopian tubes; hysterectomy, bilateral salpingectomy: cervix: mild chronic cervicitis; negative for dysplasia endomyometrial (86 grams): secretory phase endometrium; negative for hyperplasia, atypia or malignancy. Bilateral fallopian tubes: no significant pathologic change. B. Uterine serosa, biopsy: fibromuscular tissue with brisk histiocytic and foreign body giant cell reaction - the clinical impression of endometriosis is noted. The specimen consists of a portion of fibromuscular tissue with histiocytic and foreign-body giant cell reaction surrounding foreign material and scattered hemosiderin deposition. Pre and post operative diagnosis: chronic pelvic and perineal pain without obvious pathology. Specimen: a. Uterus, cervix, bilateral tubes, b. Uterine serosa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Indication added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.